Manufacturer narrative:
The pt's new device has been activated.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt, as well as damage at the epoxy header region. This is believed to have occured during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests performed. The device passed the electrical test performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Event description:
The patient's electrode array reportedly migrated. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.